Event description:
The customer reported that a patient was positioned for an examination in which both the spine coil and nvc coil were used. After the examination a second degree burn of 1.5 cm diameter was observed just above the right elbow of the patient.

Manufacturer narrative:
(B)(4). : method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.